Manufacturer narrative:
Literature citation: ha jh, huh r, kim sg, et al. Clinical outcomes after spinal cord stimulation according to pain characteristics. J korean neurosurg soc. 2022.10.3340/jkns.2021.0145 literature abstract: spinal cord stimulation (scs) is an effective treatment for chronic neuropathic pain. However, its clinical efficacy in regard to specific types of pain has not been well studied. The primary objective of this study was to retrospectively analyze the clinical outcomes of paddle-type scs according to the type of neuropathic pain. The authors concluded that npsi is a useful tool for evaluating the therapeutic effects of scs and that chronic use of a paddle-type spinal cord stimulation improved the deep pain and the pain time scores. Please note this date is based off of the article¿s acceptance date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: 39565, lot#: unknown, product type: lead; product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. From the first event; other applicable components are: product ID: 39565, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1. It was reported that a 51 year old male myelopathy patient (patient 7) developed a subcutaneous hematoma at their implantable neurostimulator (ins) implant site. It was treated by a percutaneous needle aspiration. Additionally, it was noted the patient¿s initial neuropathic pain syndrome inventory (npsi) score improvement was partially lost over time. 1. It was reported that a 64 year old male failed back surgery syndrome (fbss) patient (patient 16) experienced a loss of proprioception and low motor weakness 6 months after lead implant at the t11¿12 level. It was further reported that the patient experienced spinal stenosis that was due to the slow progression of degenerative changes which was compounded by the presence of their lead. Because spinal cord stimulation (scs) gave the patient prominent pain relief, decompressive laminectomy was performed rather than device removal. Laminectomy at t10¿12 level with removal of thickened ligamentum flavum was performed. After this surgery the patient¿s proprioception and mild low motor weakness was improved. The patient¿s lead was left in the original position and their neurological symptoms were resolved. It was noted however that the patient¿s npsi scores had worsened after re-operation: 20 points at the patient¿s 3-month follow-up vs 51 at the patient¿s 19 month follow-up. It was stated that the patient¿s ¿initial improvement was partially lost over time.¿ no further complications were reported or anticipated.